Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope had a b30 (scope communication error) occur due to damage to the charged coupled device (ccd) unit. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Updated fields: h4.